Event description:
Event description guidant received information that this ventricular lead triggered a lead safety switch to occur. The r wave amplitude went from 4.7 mv to 9.6mv. The daily measurements for the lead impedance went from 800 ohms to 19000 ohms. The device was now pacing in the ventricle but, it was not capturing. The patient is not pacemaker dependent. The intrinsic rhythm is coming through right after the ventricular paced beat. The device was programmed to aai at 60 bpm with good conduction and capture.